Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. After consulting with technical support, the caller was guided through a pump reset, which resolved the issue as the cgm error did not reappear. There was no adverse impact to the customer¿s blood glucose level.